Event description:
It was reported patient underwent a revision procedure three years post implantation due to pain, swelling, hypertension and instability in knee. All implants, except the patella, were revised without complication. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: nexgen femoral component catalog # 00599601602 lot # 64742814. Nexgen articular surface catalog # 00596404012 lot # 64556180. All poly petella catalog # 00597206535 lot # 64325356. Palacos r+g catalog # 66017569 lot # 94774924. G2: united kingdom. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were - updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Reported event was confirmed by review of medical records provided. Visual evaluation of the returned device shows signs of repeated use and implantation as the devices have surface scratches, nicks, gouges, and pitting on the articular surface. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Additionally, the cause of the patient falls are unknown. Medical records review indicates that ER noted pain/swelling/erythema, leg is swelling, no calf tenderness; most pain is coming from spine; us guided injection to right hip; right tka- cruciate sacrificing ¿ experiencing hyperextension; revision dx: instability. X-ray review indicates there is anatomic alignment of the right knee arthroplasty without overall change. Implant fit and alignment are maintained. Bone quality is mildly osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.